Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of the event is unk. It was reported from another stent graft manufacturer that 26 months ago the aneurx stent graft had a type I endoleak. The physician elected to place two aortic cuffs from another manufacturer and the endoleak has resolved. No add'l clinical sequelae were reported and the pt is fine.